Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the turning insulin pump off and they had three sensors fail that were not reading correctly and wondering if there has been a recall on the sensors. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that it kept reading low when customer was not and suspending. The devices will not be returned for analysis.